Manufacturer narrative:
Investigation summary: bd had not received samples for material number 367968 and lot number 0252744, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for low draw with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: "while using the tube, the tube was found to have a low draw issue".